Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 20x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was lifted up. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 1-4 were damaged. The first proximal stent row had stent struts lifted and pushed in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 98% stenosed, 20x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent was lifted up. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.